Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device locked out and delivered an incomplete staple line. No further information is available. There was no patient consequence.